Event description:
Report received of catheter balloon malfunction. It was reported that the initial catheter insertion was uneventful. Customer contact states usual practice is to perform pulmonary capillary wedge pressure measurement, discontinue syringe, a wedge was performed, syringe discontinued, and the wave pattern remained over a 12-14 hour period from evening until the next morning. The physician then made a decision to remove the catheter. Air was withdrawn from the catheter ballon with use of the syringe and the catheter was removed without incident. Upon removal, the catheter and balloon appeared intact. Following removal, the balloon was tested by injecting 1 1/2cc of air, but only 1/2cc returned. Customer reports the conclusion was the balloon had remained inflated following the wedge measurement. There was no apparent harm or injury to the pt as a result of the reported incident.